Event description:
It was reported catheter and guidewire bent. Led to failed attempt causing additional sticks and delays. No further information was provided. It was reported this occurred with two devices. This report addresses both devices. 05/15/2026 it was found during an investigation the distal tip of the guidewire was bent.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a powerglide pro were returned for evaluation. An initial visual observation of the photographs showed the distal tip of the guidewire was bent. No details of the damage could be discerned in the photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. A sample was not returned for the other occurrence reported; therefore, that occurrence is inconclusive.